Event description:
On (B) (6) 2010, the pt presented with a ruptured aneurysm at the proximal and distal anastomosis sites of a previously implanted vascular graft. After the pt was brought back from cardiopulmonary arrest, three gore tag thoracic endoprosthesis were implanted, however, the hemoptysis continued and the pt expired.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusions - according to the gore tag thoracic endoprosthesis instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in pts with ruptured aneurysms. Additionally, the tg4015 and tg4020 device is intended for pts with aortic neck diameters of 34-37mm. The pt had a proximal landing zone of 40mm. Additional devices involved in this event.